Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging that her daughter's onetouch ping meter was reading inaccurately high compared to the hospital's meter. At the time of the reported meter issue the patient reportedly had two different vials of test strips (lot # 3286617 and 3315125); however, it is not known which lot number the patient had tested with. The following complaint was classified based on information obtained from the customer service representative (csr). According to the csr's documentation, on (B)(6) 2012, the patient was in the emergency room (ER) and at 1pm she was administered IV fluids and insulin as treatment; the patient's blood glucose reading with the subject meter and/or the ER's meter, prior to treatment, are not known. According to the csr's documentation, on an unspecified date/time later the patient was transferred to the (B)(6) hospital and during the patient's time in the hospital, the patient reportedly obtained blood glucose readings (with the subject meter) of "514mg/dl" (on (B)(6), at 11:32 am), "416mg/dl" (on (B)(6), at 4:19pm), "432mg/dl" (on (B)(6), at 12:14pm), and "450mg/dl" (on (B)(6), at 3:36pm). The reporter claimed the readings the patient had obtained with the hospital's meter were "200" points lower than the subject meter readings, however, the hospital readings and the date/time the readings were obtained are not known. The reporter denied the patient developed any symptoms as a result of the alleged meter issue. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Although the patient was treated for hyperglycemia by an hcp, there is no indication that the reported issue caused or contributed to this serious injury. The treatment received from the health care professional correlated with the patient's allegation and the lfs meter readings. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.